Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, g6, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Since the reported failure was not confirmed a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device's endoscopic image was not displayed. The issue was found during set up of the device. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device. Updated fields: b5, d8, g6, h2, h3, h6, h11.

Event description:
No additional information received from customer.